Event description:
It was reported that the patient presented for left ventricular (lv) lead revision due to lead dislodgment. It was also noted that the lv lead was failed to capture. The lv lead was explanted and replaced. The patient was stable throughout the procedure.